Event description:
Had a tvt bladder mesh and front prolapse operation. Woke up unable to move left leg. One month in hospital. Eight months disabled, drop foot brace for nerve damage, no pelvic feeling or bladder sensation, still walk with crutch, medication intolerance, gabapentin and pregabalin, and terrible withdrawals.